Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined intravenous bag was spilled on the drawer and few cubies were failed. A field service engineer (fse) replaced the row boards as it was completely wet and advised the customer to unload the pockets. Fse then installed new cubie pockets and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es intravenous bag was spilled on the drawer, and few cubies were failed. There were no adverse events or injuries reported based on this event.